Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6004039 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004039 was manufactured according to the work instruction (wi) version 94 and packaging in the multivac 14, on 30/oct/2023, with a total of 30,000 units. The sub-assembly, welding the lot 3k03492 was manufactured according to the wi version 33 welding in the machine ls24,ls25 & ls11, on 29/oct/2023, with a total of (B)(4) units. The lot 3k04946 was manufactured according to the wi version 33 welding in the machine ls24 & ls25 & ls11, on 30/oct/2023, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 3k03506 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 28/oct/2023, with a total of (B)(4) units. The lot 3k04942 was manufactured according to the wi version 36 in the gluing of connector in the line 03, on 29/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.